Manufacturer narrative:
(B)(4). The customer returned one unit of 528235 visistat 35w 6/box for investigation. Visual examination of the returned sample revealed that the staples appeared properly aligned and the trigger was partially engaged. The stapler was returned with 31 staples remaining in the cover block, indicating that the customer fired at least 4 staples. Evidence of use in the form of biological material was present on the device. A functional inspection was performed on the sample by attempting to fire staples from the returned stapler. Upon full engagement of the trigger, the first staple fired into the air properly formed and released. To simulate insertion into the skin, the stapler was fired into a simulated skin pad. The remaining staples were fired and were able to engage and close into the simulated skin with no difficulty. The reported complaint of "misfire/jamming - staples not firing" could not be confirmed. Upon functional inspection, all remaining staples were able to be fired, and no issues were observed with the returned stapler. The probable cause of this complaint issue could not be determined based upon the information and sample provided. There were no functional issues found with the returned sample. A device history record review was performed on the device with no evidence to suggest a manufacturing related root cause. Teleflex will continue to monitor and trend on complaints of this nature. Other remarks: n/a. Corrected data: n/a.

Event description:
It was reported that "the user squeezed the trigger, but the staple was not fired during use. He/she replaced the stapler with a new unit, but the same issue occurred. Therefore, the third unit was used to complete the procedure. No injury to the patient occurred". See associated MDR# 3003898360-2025-00719.

Manufacturer narrative:
Qn #: (B)(4). Complaint verification testing could not be performed as no sample was returned for analysis. A device history record review was performed and no relevant findings were identified. Without the device to evaluate the complaint could not be confirmed and the probable cause could not be determined from the available information. Teleflex will continue to monitor and trend for reports of this nature. Other remarks: n/a. Corrected data: n/a.

Event description:
It was reported that "the user squeezed the trigger, but the staple was not fired during use. He/she replaced the stapler with a new unit, but the same issue occurred. Therefore, the third unit was used to complete the procedure. No injury to the patient occurred". See associated MDR# 3003898360-2025-00719.